Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The monolithic controlled release device that contains the steroid was detached from the distal electrode of the lead. The monolithic controlled release device that contains the steroid was extrinsically damaged. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the mrcd (monolithic release control device) detached from the distal end of the lead. There was no adhesive bond in the channel of the tr spacer at the distal end of the lead. There was adhesive present on the inner edge of the mrcd (monolithic release control device). The mrcd (monolithic release control device) was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant attempt the monolithic controlled release device (mcrd) fell off the right ventricular (rv) lead. The rv lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.